Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026; and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection near the implant site around (B)(6) 2025 (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.